Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent bluetooth connectivity failure between the ilet and a dexcom g6 sensor/transmitter, including repeated pairing prompts during setup after a device reset, despite prior successful connections and attempts to forget and re-pair the devices; the event was managed with troubleshooting and education, and a replacement ilet was shipped. Symptoms included hyperglycemia with blood glucose reported greater than 400 mg/dl for a few hours without loss of consciousness or diabetic ketoacidosis. Outcomes included use of subcutaneous insulin by pen as backup therapy, no ketone testing, and no professional medical intervention. Investigation included review of the complaint history, device setup behavior, user-reported troubleshooting steps, and receipt and inspection of the returned device. Investigation of this case revealed a communication failure between the ilet and the continuous glucose monitoring components resulting in signal loss to the ilet and unsuccessful sensor pairing during setup. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device communication malfunction.